Event description:
It was reported that the pt underwent placement of a new pump. The pump was replaced in 2008, due to "near" end of battery life; the catheter was also replaced at that time. The pt had a cerebrospinal fluid leak from the old pump. The pt experienced increased spasticity from the old pump and post-operatively spasticity following placement of a new pump. The pt outcome was reported as "no injury".

Manufacturer narrative:
A 58.3 centimeter proximal segment was returned for analysis. The final analysis revealed acceptable catheter testing. The pump was also returned, and analysis revealed no anomaly found. Normal device function. Results code used for the catheter. See scanned page.